Event description:
It was reported that the pt was implanted with a new pump and catheter. The pt was hospitalized overnight after implant. At 2:30 a.m. The pt was awake and alert. Three hours later the pt was found with fixed and dilated pupils. The pt was subsequently pronounced dead. No autopsy was performed. The hcp believes that the death was unrelated to the pump. The pt was trialed prior to implant. The pump was not explanted after the pt expired.